Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care professional reported that after the lens was inserted, it apparently flipped inside the eye and the surgeon removed it and inserted a new one. Additional information has been requested and provided that there was no patient harm and no hospitalization.